Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was stimulation in an undesired location. Stimulation was mostly in the right and a little on the left. Now he was having most of the stimulation on the left and none on the right. The patient tried to turn up stimulation to get the stimulation back to the right but he was not able to get the stimulation to the right. The patient needed a reprogramming and the device was not hitting the lower leg. There was no trauma or fall that could be related to this issue. The change in therapy/symptoms was considered sudden. This occurred the day prior to the report. Further follow-up is being conducted to determine what steps were taken and what the circumstances were that led to the issue. If additional information is received, a follow-up report will be sent.